Event description:
It was reported that (16) devices were used during an unknown procedure. It was reported by the affiliate that the 35lns trocars were impossible to arm. Another instrument was used to complete the case. There was no consequence to the pt. Only (2) of the (16) devices are being returned.